Event description:
Experienced difficulty when using pillow that led to blurred vision after laminectomy and fusion at l3, l4, l5 routes bilaterally. Intertransverse fusion at l3-l4, l4-l5 bilaterally using synthes allograft bone plugs and pedicular screws and rod fixation at the level of l3, l4, and l5 bilaterally with an interconnecting transverse bar, procedure time 8+ hours. Tape and protective eye covering was used along with gentle touch pillow #5819.